Event description:
The customer reported via phone call that she received a sensor glucose reading of almost 400 mg/dl when her actual blood glucose was 367 mg/dl. The customer expressed that she experienced high blood glucose. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised to call back if unexplained high blood glucose persisted. The customer also reported that she had called paramedics due to low blood glucose of 30 mg/dl. The customer was not admitted to the hospital afterwards. The customer stated that the only significant event leading to the paramedics call was low blood glucose. The customer was unaware of any perceived cause of the low blood glucose. The customer was treated by the paramedics and left. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.